Manufacturer narrative:
Device evaluation indicated that the sc-1132 (sn (B)(4)) passed all tests performed.

Event description:
A report was received that the patient was experiencing pain at the pocket site. It was also reported that the patient's ipg was not holding a charge. Physician believed that the pocket pain was not device related, but it was the pocket itself. It was noted upon examination of the ipg that there was a fluid in the actual canal of the ports during revision procedure. The ipg was sent to the hospital laboratory. Physician also suspected malfunction. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain at the pocket site. It was also reported that the patient's ipg was not holding a charge. Physician believed that the pocket pain was not device related, but it was the pocket itself. It was noted upon examination of the ipg that there was a fluid in the actual canal of the ports during revision procedure. The ipg was sent to the hospital laboratory. Physician also suspected malfunction. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.